Manufacturer narrative:
The received device had the cannula assembly fully deployed. A kink was observed in the exposed portion of the soft cannula. It is unclear when the damages occurred. Hazard alarm sound indicating an occlusion during runtime noted. The alarm is considered a safety feature and not a malfunction. The downloaded data shows no increase in pulse widths or signs of struggle during the run. Damage in the needle mechanism rails was also observed. The exact cause of the hazard alarm and reported findings could not be conclusively determined. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached 400 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (arm). As treatment, patient used a manual daily insulin (mdi) pen.